Manufacturer narrative:
Patient weight: asked but unavailable. Other relevant history, including preexisting medical conditions: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable. According to the gore® dryseal flex introducer sheath instructions for use (IFU), if the access vessel size is smaller than the sheath's nominal body od, major bleeding, vessel damage, or serious injury to the patient may result. According to table 1. Gore® dryseal flex introducer sheath sizing, the nominal body od for the dsf2233 sheath is 8.2mm. Furthermore, the IFU states that careful evaluation of vessel size, tortuosity, and disease state is required to ensure successful sheath introduction and subsequent withdrawal. If the vessel is not adequate for access, vessel damage may result. Stop advancement of the assembly if there is resistance. Investigate the cause of resistance before proceeding. According to the gore® dryseal flex introducer sheath IFU, potential adverse events that may occur and/or require intervention include, but are not limited to, vascular trauma such as dissection.

Event description:
On (B)(6) 2020 the patient underwent endovascular treatment of an aortic arch aneurysm using a gore® dryseal flex introducer sheath as an accessory in the procedure. The physician attempted to advance the 22fr gore® dryseal flex introducer sheath from the patient's right side. Strong resistance was reported, and the device was unable to be advanced. The physician changed the access point and attempted to advance the 22fr gore® dryseal flex introducer sheath from the patient's left side. It was reported that the diameter of the patient's left external iliac artery was approximately 8 mm. There was strong resistance reported during advancing the introducer sheath from the patient's left side. The introducer sheath was able to be advanced to the intended position while rotating it. After all devices were implanted successfully, the introducer sheath was removed. Reportedly a left external iliac artery dissection was observed. A non-gore (boston scientific epic) stent was implanted to resolve the dissection. The patient tolerated the procedure.